Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear after the reset. The customer was instructed to monitor the pump and call back if the malfunction code recurred.